Manufacturer narrative:
(B)(4). Device was requested for return, but not yet received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
According to the customer: during connection of the ECMO system to the patient an air entry on the blood side of the system occurred due to a wrongly connected flushing gas connection. Consequently an immediate air emboli occurred, followed by an unsuccessful processed reanimation of the patient. The green tube of the flushing gas was not connected as intended to the green tube connection of the ECMO membrane, but onto the de-airing membrane of the blood side of the ECMO membrane. Due to this an air transfer from the air side onto the blood side did occur. This was detected immediately after starting the flushing gas flow and the machine was stopped and the cannulas to the patient were clamped. Training of the operators by the manufacturer: 14.02.2011 and 12.12.2011. By a more obvious marking of the connection options and mechanical codification of the connections at the oxygenator the accident could have been avoided. Beside of this it should be checked if a reorganization of the membrane at the de-airing port of the blood side, which enables the air to escape, should be made in that way that no air could be introduced into the system by this port. (B)(4).

Manufacturer narrative:
The product was investigated in the laboratory of the manufacturer. By visual inspection the following results could be obtained: the connector of the gas inlet with green tubing as well as the connector of the de-airing membrane were showing no abnormalities. The yellow cap of the de-airing membrane was included into the return shipment; but was still sealed within it's sterile packaging. According to the IFU hls set advanced 5.0 / hls set advanced 7.0 1.1 / g-141 / 05 section 9.2 priming point 6 the de-airing membrane has to be closed with the yellow protective cap during priming after de-airing of the hls module. As the cap was delivered still sealed within it's packaging it could be concluded that the cap was never used to close the de-airing port after priming. On the product itself an advice is made by a yellow sticker stating "close after priming" with an arrow showing on the de-airing membrane. The sticker was not missing on the product returned. Directly beside the gas inlet an identification of this port is visible on the products housing showing "gas in". According to the IFU hls set advanced 5.0 / hls set advanced 7.0 1.1 / g-141 / 05 section 9.1 preparation and installation point 10 is stating "connect the gas tube to the gas filter [13]." The elements gas inlet, gas filter and de-airing membrane are illustrative pictured by legend within the IFU. Trend search: a trackwise and sap trend search was performed for p/n 70104.7753 failure code 1016 air in the system regarding "wrong flushing gas connection"; no similar incident was found. Beside of this the complaint history of products with a contributing design function was reviewed - no similar incident was found. Clinical assessment: the hls set comes with inherent characteristics which allow a reverse or erroneous connection only very conditional. It's about a pre connected standard set at which the essential functions already are defined as per manufacturing and marketing. This becomes apparent by the fact that all blood leading element with exception of the hls module chassis are transparent. The venous (blue) as well as the arterial (red) line are also transparent, additionally marked with the named color codes. Those connectors which are not pre connected during manufacturing with the defined corresponding tubes, have luer lock connectors; thus they are referable to the luer lock system. Also here follows the design of the hls set respective the hls module the systematic, that blood leading luer lock protective caps are designed transparent. All luer lock connector do have the characteristic to be cylindric in their design. All transparent encoded luer lock connectors have a screw mechanism; whereas the only not transparent encoded luer lock connector represents the de-airing port. This de-airing connector is not closed innately; however by the cylindric design is implied, that here no conventional tubing-plug connection should be performed. Those tubing-plug connections are appropriate exclusively for conical designed connectors and orientate oneself at the established appearance of the worldwide used tubing-plug connections for devices and systems for ECMO procedure. For reasons of patients and users safety it is also common, that tubes for supply and performance of the gas exchange, at least differ in terms of color from those used for blood circulation. Should it - in spite of the clear represented terms of color as well as the design characteristic - come to an improper connection; so it could be determined that the green marked gas supply tube in a haptic aspect very easy and almost without any effort could be connected with the luer lock connector of the de-airing valve and ergo has a quite loose not tight sitting connection. Due to this fact as well as by the color identifier the users could have recognized that an improper connection occurred and scrutinize it consequently. In order to secure that - after the de-airing of the hls set - as well as during the application - no air can enter via the de-airing valve, it is necessary to close the de-airing membrane with the enclosed yellow closing cap. This is trained at device training and could be learned in detail by the enclosed instruction for use. Conclusion: the most probable cause of the incident is an improper handling of the hls set. The cause of the incidence was determined to not be attributed to a device related malfunction. Based on these results and the information available at this time, the product in question operated within maquet cardiopulmonary specifications.

Event description:
(B)(4).